Event description:
Alleged event: foleys sponteously deflate. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The device sample has not been returned to the MFR for investigation at the time of this report. The MFR will continue to monitor and trend related events.